Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper ultimate shaper 25mm x6 file broke during use. The broken part could not be retrieved and remains in the root canal. No injury occurred.

Manufacturer narrative:
Summary: the protaper ultimate shaper file 25mm which was returned in loose is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 4582 to 3165. This is a follow up report to correct this code.